Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy on (B)(6) 2018, palpitations on (B)(6) 2014 and obesity. Concurrent conditions included paratubal cyst since (B)(6) 2018 and pelvic cyst since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), allergy to metals ("allergy: hypersensitivity/ sensitivity to metals/ nickel allergy"), vaginal discharge ("vaginal discharge"), feeling abnormal ("neuro condit/problem/ brain fog"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), abdominal distension ("bloating"), fatigue ("fatigue") and mood swings ("mood swings"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (ablation (B)(6) 2016 and hyst. (Full),salping.(bilateral)- (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, allergy to metals, vaginal infection, vaginal discharge, feeling abnormal, alopecia, fatigue and mood swings had resolved and the gastrointestinal disorder, migraine, headache, vaginal haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, gi conditions, neuro condit/problem, migraine, headaches and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test results- bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received: fu 2 and 3 process together. Case become incident. Previously reported event injury was replaced with newly added events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, vaginal infection, vaginal discharge, gi conditions, neuro condit/problem, migraine, headaches and hair loss. Essure removal date was added. Patient's demographic details were updated and lab data was added. On 20-sep-2019: fu 2 and 3 process together. Newly added events- vaginal bleeding, bloating, brain fog, fatigue and mood swings. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.